Manufacturer narrative:
Other relevant device(s) are: micra, model #: mc1avr1-delsys / expiration date: 28-mar-2023 / serial#: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Mfg date: 27-oct-2021, labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the implant procedure of a leadless implantable pulse generator (ipg), the patient is believed to have experienced cardiac perforation and pericardial effusion, then one hour post-operatively the patient experience shortness of breath, hypotension and ventricular tachycardia (vt) in the intensive care unit (ICU). The patient was intubated and cardiopulmonary resuscitation was performed, where the patient achieved return of spontaneous circulation (rosc) post intervention. Cardiocentesis was performed at the patient bedside, draining over a half a liter of blood. Medical intervention was required as a result of this event. Ultimately, the family withdrew care and the patient died. The leadless ipg remains in the deceased.

Manufacturer narrative:
Other relevant device(s) are: micra, model #: mc1avr1-delsys / expiration date: 28-mar-2023 / serial#: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Mfg date: 27-oct-2021, labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the implant procedure of a leadless implantable pulse generator (ipg), the patient is believed to have experienced cardiac perforation and pericardial effusion, then one hour post-operatively the patient experience shortness of breath, hypotension and ventricular tachycardia (vt) in the intensive care unit (ICU). The patient was intubated and cardiopulmonary resuscitation was performed, where the patient achieved return of spontaneous circulation (rosc) post intervention. Cardiocentesis was performed at the patient bedside, draining over a half a liter of blood. Medical intervention was required as a result of this event. Ultimately, the family withdrew care and the patient died. The leadless ipg remains in the deceased.